Manufacturer narrative:
(B)(4). To date the lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptics stuck together in the centre of the optic of an intraocular lens, model pcb00, after it was implanted in a patients' eye. The surgeon tried to unfold the lens using ia (irrigation/aspiration) and it eventually unfolded successfully after approximately 1-2 minutes. No patient injury reported and to date the lens remains implanted.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer because it remains implanted. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the pcb00 unit was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.